Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 65 mg/dl. The customer was treated for the low blood glucose with gummy bears, but the customer stated they may have ate too much which caused their blood glucose to rise to 500 mg/dl. The customer declined being transferred to the help line for assistance. The customer did not return the product back for analysis.